Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was no problem with the subject device but instead there may have been a problem with another device (i.e. Scope, scope cable) or the scope cable was not connected correctly. Regarding how to deal with endoscopic images when they are not available, the following is described in cv-190's instructions for use (9. 2 troubleshooting guide): "irregularity description: the endoscopic image does not appear on the monitor. - possible cause: the video scope cable exera ii is not connected correctly. - solution: connect the video scope cable as described in section 6.3, "connection of an endoscope"."

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported that a video system center did not work with 180 or 190 series scopes. There was no image or communication. No patient involvement or injuries were reported. No additional information has been obtained.